Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Upon receipt of mw5062575 on june 28, 2016, it was discovered medical records had been previously received by zimmer biomet on february 3, 2016.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by the patient to the legal department that the patient had an initial right total shoulder arthroplasty. Subsequently, the patient had a right manipulation approximately 6 months post-implantation and a revision to a reverse shoulder approximately one year post-implantation due to minimal mobility. The patient underwent a second revision approximately one year post-implantation due to allegations of a snapping sound, pain, limp arm, fractured taper adapter, and disassociation of the glenosphere. During the revision it was noted by the surgeon that two screws had damaged the bone and there was damage to the implant and bearing. This report is based on allegations set forth in the patient's claim, there is no legal representation at the time of receipt of complaint. Operative reports indicated the first revision was performed approximately one year post-implantation due to the patient's rotator cuff dysfunction and pain. It was also noted that the patient had tightness present. The hemi-arthroplasty was revised to a reverse shoulder. The second revision op report (approximately one year post-implantation) noted that the glenosphere was loose in the joint space. The baseplate was then examined and found to be damaged on the inferior aspect. Additionally, the inferior screw was loose. All components were removed and invoices shows that the patient was converted to a hemi-arthroplasty. The bone voids were grafted with competitor cortical cancellous bone. A humeral head and a taper adaptor were implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the bearing and baseplate showed evidence of excessive wear while the other components showed evidence of normal wear. Also the taper adapter showed no evidence of fracture. A conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, "wear and/or deformation of articulating surfaces." This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2015-04455 / 04456 / 04458).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by the patient to the legal department that the patient had an initial right total shoulder arthroplasty on (B)(6) 2014. Subsequently, the patient had a right manipulation on (B)(6) 2015 and a revision to a reverse shoulder on (B)(6) 2015 due to minimal mobility. On (B)(6) 2015, the patient had a revision due to allegations of a snapping sound, pain, limp arm, fractured taper adapter, and disassociation of the glenosphere. During the revision it was noted by the surgeon that two screws had damaged the bone and there was damage to the implant and bearing. This report is based on allegations set forth in the patient's claim, there is no legal representation at the time of receipt of complaint. Additional information received from the patient reported they are unable to lift their right arm above their head or to extend their right arm out to their side without help.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Patient had four screws implanted; it is unknown which two screws caused the reported damage therefore the following sections could not be completed. The product identification could be: brand name - comp rvs cntrl 6.5x30mm st/rst, category number - 115396, lot number - 272230, expiration date - aug 31, 2024, manufacture date ¿ jun 19, 2014. Or the part/lot information could be: brand name - comp lk scr 3.5hex 4.75x25 st, category number - 180552, lot number - 120530, expiration date - may 8, 2025, manufacture date ¿ apr 9, 2015. Or the part/lot information could be: brand name - comp lk scr 3.5hex 4.75x20 st, category number - 180551, lot number - 653640, expiration date - mar 23, 2025, manufacture date ¿ march 24, 2015. Or the part/lot information could be: brand name - comp lk scr 3.5hex 4.75x15 st, category number - 180550, lot number - 209780, expiration date - may 19, 2025, manufacture date ¿ apr 16, 2015. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, "if glenoid component is not securely fixed, micromotion can lead to peripheral screw failure." Number 14 states, "scapular notching and bone erosion has been reported with the use of reverse shoulder implants. Scapular notching may lead to early failure of glenoid fixation." This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2015-04455 / 04456 / 04458).

Event description:
It was reported by the patient to the legal department that the patient had an initial right total shoulder arthroplasty on (B)(6) 2014. Subsequently, the patient had a right manipulation on (B)(6) 2015 and a revision to a reverse shoulder on (B)(6) 2015 due to minimal mobility. On (B)(6) 2015, the patient had a revision due to allegations of a snapping sound, pain, limp arm, fractured taper adapter, and disassociation of the glenosphere. During the revision it was noted by the surgeon that two screws had damaged the bone and there was damage to the implant and bearing. This report is based on allegations set forth in the patient's claim, there is no legal representation at the time of receipt of complaint.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that no device failure was mentioned. The central screw did not cause or contribute to the reported event.